Event description:
It was reported that a patient used a minicap with inadequate betadine solution that resulted in peritonitis. The nurse further described the inadequate betadine as the minicap having ¿some betadine, but it was not as liquefied as normal.¿ this event occurred coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by severe abdominal pain, fever, chills, nausea and vomiting. On the same day as the symptoms, the patient was hospitalized for the event and treated with vancomycin (2g, route and frequency not reported) for peritonitis. At the time of this report, the patient was still hospitalized and the capd catheter was expected to be removed temporarily. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.